Event description:
Pt is wheelchair bound and needs assistance to transfer. She fell to floor during transfer and her buttocks landed on foot rest of wheelchair. Two inch screw protruding from wheelchair that held mesh strap intended to prevent foot from slinding off back of footrest, penetrated her rectal tissue. She was taken to hosp and wound was repaired by surgeon. Incident date: 10/22/93.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-93. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification, there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.